Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: catheter is perforated nearby they. Professional was puncturing the patient, inserted the device into the vein, and at the moment of flushing with saline solution it was observed a blood leak through a micro crack nearby the y. After performing 2 punctures with different catheters, it was notice a blood leakage through catheter's extension. Catheter is defective (extension has a perforation).

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the one photo submitted for evaluation. The reported issue of needle defect other was confirmed upon inspection of the photo. In the photo provided it can be confirmed that the sample needle is bent near the wings of the device. The needle defect failure can most likely be attributed to misuse of the device since the product would not physically fit in the packaging if the defect occurred during production. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. The reported issue of leakage was not confirmed upon inspection of the photo since a physical sample is needed to confirm the leakage defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: catheter is perforated nearby the y. Professional was puncturing the patient, inserted the device into the vein, and at the moment of flushing with saline solution it was observed a blood leak through a micro crack nearby the y. After performing 2 punctures with different catheters, it was notice a blood leakage through catheter's extension. Catheter is defective (extension has a perforation).